Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) inspected and found error log 37. After further inspection, fse found that the pressure regulator was out of specifications. He attempted to calibrate pressure regulator but was unsuccessful. I replaced scroll compressor and was able to successfully calibrate pressure regulator. Fse performed a pm, full calibration, and tested the unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm.